Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blue particulate matter was observed in a vial-mate adapter. After patient infusion of 500 mg imipenem/cilastatin in 100 mg of normal saline, a "piece of plastic" was observed "floating in the glass part". It was further reported, the plastic part was not observed entering the vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one (1) actual sample and six (6) photographs were provided for evaluation. Visual inspection was performed and a gray particle was observed in the vial in both the photographs and the provided sample. Particulate analysis determined that the particulate matter in the vial had originated from the vial stopper. The reported condition was verified through visual inspection. The cause of the condition was due to product usage. Should additional relevant information become available, a supplemental report will be submitted.